Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise oversensing. It was also noted that the oversensing in the atrial channel was causing pacing inhibition. No interventions were performed. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2022-02001. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise oversensing. It was also noted that the oversensing in the atrial channel was causing pacing inhibition. No interventions were performed. The patient was in stable condition.